Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device withheld therapy for an apparent ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode due to wavelet detection. Reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead, implanted: (B)(6) 2010. A 419478 lead, implanted: (B)(6) 2010. (B)(4).